Event description:
Customer reportedly obtained results of 30-40 mg/dl and 300-400 mg/dl within 10 minutes on the advantage system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.